Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737 (software version: (B)(4)). Patient weight is estimated. No hardware parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The site was performing a procedure that also involved a nexframe unit and a medtronic imaging system. It was reported that the site was allegedly inaccurate during the case; this occurred during the navigate task of the procedure. The site had done their non-sterile registration and placed the nexframe unit. Then after their sterile registration, they noticed they were off. They touched a probe on the nose of the patient, but it was showing them more on the back of the head. The exact amount of inaccuracy in millimeters was unable to be determined. They went back to images and noticed that the most recent spin was not merged. They merged that, but it was still showing the inaccuracy. The site took another spin and were able to proceed. Resolution of the issue was confirmed on call. It was noted that there was one unused standard spin. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.